Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility's biomedical technician reported that patient was found unresponsive during hemodialysis treatment. From medical records: the patient was responsive and alert at 14:50 and had what appeared to be a seizure and immediately was unresponsive. CPR was initiated at 14:50 for pulselessness. AED applied, initial shock given as directed per AED. Oxygen was administered and ems was called. Patient was shocked four more times and CPR per AED directive until ems arrived. Five hundred cc normal saline administered, patient was disconnected from dialysis machine venous port; remained patent for ems use. The patient was transferred to the hospital. The hemodialysis clinic's unit manager reported the patient was discharged from the hospital on (B)(6) 2015 and has returned to the hemodialysis clinic. He has been receiving hemodialysis with no problems. Medical records are being reviewed by post market surveillance clinical staff.

Manufacturer narrative:
Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the MFR with the lot number of the combi set used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found (B)(4) lot numbers shipped to the customer during that time period. All products has been sold and distributed, therefore samples from the same lot numbers could not be evaluated. The batch production records for these lots were reviewed. The batch records confirmed that released product met specification. Per the documented product investigation, there was no indication that the fresenius combi set caused, contributed to or was a factor in the reported event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that there was no documentation in the medical records that indicated there was any casual relationship between the pt's hemodialysis treatment and cardiac arrest.

Event description:
Dialysis orders (B)(6) 2015: dialyzer 180 nre optiflux, olv-v 39 70, dfr autoflow 1.5, dialysate composition 2 0k, 2 5ca, 1.0mg, 100 dextrose. Sodium (m/eq/l) 137, bfr: 450. Bicarb machine setting (m/eq/l) 35, scheduled hours 4.0, estimated dry weight 84. Blood volume processed: 108. Additional information from medical records. When ems arrived, the pt was placed on a monitor and given epinephrine. His pulse returned but the pt noted to be in atrial fibrillation. Ems attempted an airway but was unsuccessful due to gagging. On the way to the hospital, ems administered oxygen via bag-valve mask. The pt arrived at the hospital somnolent, but responded with painful stimuli. He was hypoxic, with oxygen saturations in the 70's and in atrial fibrillation. The pt was put on a bipap and tolerated it well. His pulse oximetry improved to 82 on a non-rebreather mask. Vital signs upon arrival were as follows: heart rate 112 (irregular), respiratory rate 33, b/p 214/119. Labs were drawn. Pt was seen by cardiology in the ER and started on intravenous heparin and amiodarone. In addition, the pt was started on zosyn for suspected aspiration pneumonitis and diminish breath sounds in the right lower base. The segment myocardial infarction, end-stage renal disease, hypoxia, respiratory arrest, hypokalemia, aspiration pneumonitis. Pt had a cardiac cathertization (B)(6) 2015 and another cardiac cathertization with right coronary artery stenting on (B)(6) 2015. The pt required admission into the hospital on (B)(6) 2015 for placement of an acid.

Manufacturer narrative:
Pt's physician noted she is unsure whether pt has been taking this medication.